Event description:
It was reported that patient presented to hospital for a procedure not related to the device. It was noted that during procedure the patient received two inappropriate shocks due to electrocautery. The patient was stable.